Event description:
Customer reported the system is displaying a filmer motor centering error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the carriage drive potentiometer and the film block sensor. System operates as intended.